Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed.  The reported problem (patient death) was confirmed.  During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality.  There is no indication of a product malfunction. Monitor sn (B)(4) was returned to the manufacturer and the evaluation is currently underway. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. Device manufacturer date: monitor: 02/23/2018, electrode belt: 11/21/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020. The patient was in the hospital. The patient was having difficulty breathing and coded in the hospital. It was reported that hospital staff attempted to resuscitate the patient did not make it to the patient in time.   The patient was in ventricular fibrillation (vf) at 07:07:39 on (B)(6) 2020.  The lifevest delivered one appropriate treatment at 07:07:39, but the treatment was unable to convert the arrhythmia.  The post-shock rhythm was vf. The patient received a non-lifevest defibrillation event at 07:07:46. The patient's rhythm at the time of the event was vf, the post shock rhythm was CPR/motion artifact. A non-treatable rhythm was declared at 07:08:06 and the device was shut down at 08:45:00 on (B)(6) 2020. The patient passed on (B)(6) 2020 at approximately 7:30am.